Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a tingling sensation, a lightheaded sensation, and was not feeling 'quite right' after entering through a metal detector security system at a court house. It was also reported the patient 'forgot to be wanded' and it was unknown if the patient was able to read their device with their patient programmer. Later, it was also reported the patient felt 'funny' on their right side, where the implant was located, after going through the security gate twice with their device turned on. The patient also stated they experienced numbness or tingling down their right arm and leg and their head felt 'strange like it is in a cone.' It was also noted the patient did not feel any shocking when they went through the gate. The patient checked their implantable neurostimulator (ins) with their patient programmer and stated their ins was turned on and 'ok.' It was stated the patient last adjusted their setting 1.5 months prior to report. The patient decreased their stimulation from 2.5 to 2.2 volts on one side and stated they did not feel any change in symptoms. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v140982, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v139132, implanted: (B)(6) 2009, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).